Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that statlock pro has broken. It has cracked on one wing.

Event description:
Additional information received on 9/2/2025: customer reports the wing is cracking when applying the statlock. There have not been any dislodged catheters and no patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged retainer was confirmed but the cause is unknown. A single photograph of a statlock pro was returned for evaluation. The liner had been removed from the tricot substrate and the statlock was laid out on a hard surface. A break was seen in the clear retainer at the base of one of the retainer wings. Although the complaint could be confirmed, there were no distinguishing features in the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.